Event description:
Line was preflushed once, wire was pulled back to trim catheter. After introducer was placed, the wire and dilator was removed, with the peel away sheath still in place, the nurse started to feed the catheter. Resistance was felt during advancement, the nurse removed the catheter and placed it on the sterile field. The nurse turned back to the patient to determine what to do next and found the last 2 cm on the wire sticking out of the peel away sheath. The nurse was able to grab the wire from the sheath. The stylet was removed from the PICC and the line was placed without further complications. The line had good tls reading. The line was being placed (left side) because the patient had pulled out the original catheter (right side). Pt has had a clavicle fracture, axila compression (right). No dvt history on left side.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.